Event description:
Ambulatory infusion pump malfunction resulting in loss of all programmed data. Pump ceases to function without complete re-programming including resetting time, calendar, all pump parameters, and all prescription parameters. This error appears to be isolated in the MFR's latest software update. Outcome: delay in delivery of home IV antibiotic therapy. Intervention: pump replaced with functioning model. Pt making bag change for new 24 antibiotic solution. This is a medical device software "bug" in the MFR's latest software revision which disables the pump after several cycles of infusion. Has had 4 such failures in the last several days. MFR has been contacted and is trying to correct situation. This device error may occur beyond rptr's practice site. Suggest recall of this software revision of curlin 2000 plus ambulatory infusion pump.